Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. The initial na results in the range of 128-134mmol/l were reported out of the lab. The low results were detected by the operator, the ise system was re-calibrated and qc samples were run. The original samples were re-tested and higher results were obtained. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ion selective electrode (ise) system is calibrated every 8 hours and qc is run at that time. On (B)(6) 2010, at 12:30, the ise system was calibrated and qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: at the fse's request, the ise flow cell was cultured. There was positive growth identified as pseudomonas species. The fse decontaminated the ise system and replaced the electrodes. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.